Manufacturer narrative:
Insulin pump received with a blank display due to moisture damage at electronic assembly. Unable to verify critical pump error and pump error alarm due to blank display. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay,cracked case corner of the belt clip rails near the battery compartment and missing display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that she received a critical pump error alarm. Her blood glucose was 136 mg/dl. The caller stated that the critical pump error image appeared on the screen. The caller stated that she has been using her back-up plan. The caller also reported that their insulin pump alarmed with a pump error alarm until it just shut off. The customer was advised that the pump needed to be replaced. The insulin pump will be returning for analysis.